Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the procedure was complicated by pneumothorax blood loss, and left upper extremity deep vein thrombosis. The system remains in use. No patient complications were reported as a result of this event.